Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection damage to the physical casing could be observed. The reported problem was able to be duplicated through testing the device. The root cause of the reported issue was found to be a defective main board and bench. The damaged co2 pump and broken case is consistent with unit being severely impacted from drop. Both the main board and the bench were replaced. Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Root cause user interface from complications from the device being dropped. Operator of device was unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a rattling inside the device. It was also reported the device exhibited memory check error with a small black spot on the screen, alarm bell, and the yellow and red lights would flash. It was reported that the only way to stop this alarm was to remove the battery. No patient injury was reported.